Manufacturer narrative:
(B)(4). Date sent to FDA: 04/27/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a right inguinal hernia repair surgery on (B)(6) 2007 and mesh was utilized. It was reported that the patient experienced unspecified complications, requiring additional medical care and treatment. No additional information was provided.